Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported the right inlay was worn out. It was noted the patient outcome was fully recovered.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "right inlay worn out." Product description: dur mar 10d liner 28idx52od. Product code: 122028152. Lot no: 3898982. Quantity of manufactured: (B)(4). Date of manufacturing: 07-sept-2022. Expiry date: 31-aug-2027. IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device product description: dur mar 10d liner 28idx52od, product code: 122028152 lot no: 3898982, and one non-conformances / manufacturing irregularities was identified but not related to the reported failure mode of complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 07-sept-2022. 3) any anomalies or deviations identified in DHR: one non-conformances / manufacturing irregularities was identified but not related to the reported failure mode of complaint. 4) expiry date: 31-aug-2027. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device. Product description: dur mar 10d liner 28idx52od, product code: 122028152. Lot no: 3898982, and one non-conformances / manufacturing irregularities was identified but not related to the reported failure mode of complaint. Corrected: h4.